Event description:
It was reported that there was a potential cyber security breach related to this programmer. The hospital was contacted, and there was no known breach or other details available. The programmer was subsequently examined on-site at the hospital, and it was noted that it was set up to join the guest network on the hospital's wi-fi and was running an automated software update check. The automatic network connection was then turned off by the company representative. It was noted that during the time of the event, the australian news media had been widely reporting a cyber security breach at a company called latitude financial services and it was suspected that there could some confusion due to the name being the same and the programmer attempting to connect to the network. The issue was escalated to the hospital's it department, and a response was pending. No patient involvement or adverse effects were reported.